Manufacturer narrative:
(B)(4).

Event description:
Distributor on behalf of patient contacted dexcom on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2015, and the inaccuracy was noticed on (B)(6) 2015. No additional patient or event information is available. It was reported that the patient worn sensor beyond seven days. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days.